Event description:
It was reported to philips healthcare that the heartstart xl internal paddles (B)(4) failed to shock during use on a patient. There was no reported patient impact as the procedure was completed with another set of internal paddles (B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.